Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 16 x 2.75 promus premier select drug eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with an unspecified device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38 x 2.75 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 16 x 2.75 promus premier select drug eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with an unspecified device. There were no patient complications reported.